Manufacturer narrative:
Additional information was received that the patient¿s ipg stopped holding a charge. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's ipg was no longer working. Patient will undergo an explant procedure.

Manufacturer narrative:
Other # field is populated with the di number.

Event description:
A report was received that the patient's ipg was no longer working. Patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg was no longer working. Patient will undergo an explant procedure.

Event description:
A report was received that the patient's ipg was no longer working. Patient will undergo an explant procedure.